Event description:
"Caller alleged discrepant results compared with poc meter. Results as follows:" date: (B)(6) 2012. Inratio: 2.5. Poc: 1.9. Time elapsed between each method of testing is a few minutes. Pt's therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.